Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. The customer's blood glucose level was 270 mg/dl. The customer reported seeing drops coming from the end of the tubing. Tandem technical support advised to change the infusion site; however, the customer declined and reconnected the tubing to the infusion site. No additional occlusions were received. The customer indicated that the supplies would be changed.